Manufacturer narrative:
Philips service replaced the suite pc and hard drive, re-establishing the network connection. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system rebooting on its own, not reaching application screen on a azurion 7 b20. The clinical use of the system was outside of use. There was no reported patient or user harm.